Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Adhesion is a known adherent risk of surgery and is listed in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is based on medical records provided to davol by the patient: on (B)(6) 2005 the patient underwent the repair of an incarcerated umbilical hernia with partial omentectomy. During this procedure the patient was implanted with a bard composix kugel hernia patch. On (B)(6) 2015 the patient underwent repair of a small bowel obstruction due to adhesions to the composix kugel hernia patch. Operative details note there were very dense adhesions and very firm indurated tissue surrounding the patch. Operative dictation also notes there were dense adhesions of the small bowel to the underside of the patch. There were multiple loops of small bowel stuck up to the patch causing a small bowel obstruction. Another surgeon was brought in to assist, due to the patient's morbid obesity and complexity of the adhesions. The patch was removed "to the greatest extent possible" and there were "several" enterotomies made that were repaired. The patients fascia was described in the operative dictation as being very thin, a primary closure was chosen and drains were placed. The patient indicates that he is healing well with no issues following the explant procedure.